Event description:
A rented lithotripsy device was to be used on an outpatient. It was tested prior to the start of the procedure, but after the patient was sedated the operator was unable to make it fire consistently. The case was aborted and the patient had to be rescheduled. The surgeon in charge stated that this rental company will not be used again since this is not the first time their equipment has failed, and their equipment is somewhat out of date. There are other vendors in the local area who will be used.